Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated once the software was reloaded and the software logs were unobtainable.

Manufacturer narrative:
Device manufacturing date is unavailable. On 06/02/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Hardware test failed. Software became unresponsive. Re-loaded software and after testing, navigation system was functioning normally. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, the synergy spine 2.1.0 software unexpected exited. Issue occurred during the imaging system 3d spin prior to completion and transfer. Spine software became unresponsive on the manufacturer exiting screen. The medtronic representative performed a hard shut-down and re-boot of the navigation system and spine software. After software was launched the 3d spin transferred as it should. No further issues. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.